Event description:
It was reported that during implant, the device alert was triggered due to out of range impedances, and it was noted that the device time was not accurate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.